Event description:
It was reported that pump displayed insulin amount different than what customer expected. There was no reported impact to the customer¿s blood glucose level. Customer disconnected pump and delivered test boluses as instructed, then filled and loaded new cartridge but still saw inaccurate estimates, so technical support arranged replacement of pump and affected cartridges and instructed customer to continue using current pump until replacement arrived.